Event description:
In december 2003, the pt reportedly was unable to hear while using their sound processor. The pt was seen for evaluation. External equipment was exchanged. Testing performed indicated that the device was not functioning. In 2004, the pt was seen by a company representative for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.